Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. As of (B)(6) 2010, the battery voltage was 2.72 v. With ramware version 8 installed on this same date, eri is imminent at this voltage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report wilb e submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the battery was at elective replacement indicator (eri) with a telemetered value of 2.27 volts. The device lasted 44% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device at bol (beginning of life) voltages. Battery analysis did not yield any unusual electrical or other properties for a battery at this stage of depletion. No problems were found with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Analysis was inconclusive. We did receive performance data collected from the device and have analyzed the data. As of (B)(6) 2010, the battery voltage was 2.72 v. With ramware version 8 installed on this same date, eri is imminent at this voltage.

Event description:
It was reported that the device triggered the elective replacement indicator earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.